Event description:
The following report was received from the clinical registry: approximately nine months post index procedure the pt was revascularized due to restenosis of the target lesion at the proximal left anterior descending artery. The restenosis was treated with additional stent placement. No additional info was provided

Manufacturer narrative:
The pt was randomized to the clinical trial for treatment of three lesions. During the index procedure the proximal left anterior descending was treated with a 2.5 x 13mm cypher select stent. A second lesion at the mid left anterior descending and third lesion at the main stern were each treated with a 2.5 x 23mm cypher select stent. The indication for the index procedure and procedural details remain unknown. Please note: device lot# unk) is distributed outside of the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.